Event description:
The customer reported that the patient experienced a thermal burn while undergoing a three vessel coronary artery bypass, left carotid endarterectomy procedure, the burn was described as less than dime-sized, inferior to the sternal incision. It required resection of the area. It was reported there was a frayed area on the pencil cord, approximately 12 inches from the pencil end. The covidien cautery pencil was from a medline open heart pack.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.